Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent system products are identified. (Expiry date 03/2021).

Event description:
It was reported that during treatment through a femoral access, the catheter outer sheath allegedly broke and a segment detached. It was further reported that the segment was removed within the same procedure and using the same access site. There was no reported patient injury.

Event description:
It was reported that during treatment through a femoral access, the catheter outer sheath allegedly broke and a segment detached. It was further reported that the segment was removed within the same procedure and using the same access site. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: review of manufacturing records was not required, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: a stent delivery system was returned. Based on the evaluation an inner sheath detachment could be confirmed; the outer sheath was found in good condition without detachment. The system was found in used condition with removed shipping lock, the stent was found released, and the inner catheter was found to be detached from the hypotube without catheter break. A manufacturing related issue could not be identified. Labeling review: in reviewing the applicable labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'if resistance is met while retracting the stent system over a guidewire, remove the stent system and guidewire together.' Regarding preparation the IFU states: 'flush the inner lumen of the stent system with heparinized normal saline prior to use.' Regarding the usage of accessories the IFU recommended a 0.035 inch diameter guidewire of appropriate length. The IFU states:'predilatation of the lesion should be performed using standard techniques.' In regards to force increase during deployment the IFU states:' if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system as possible, and replace with a new unit.' The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent system products are identified. (Expiry date 03/2021).